Manufacturer narrative:
Mandatory medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was exhibiting intermittent high hv lead impedance measurements. The measurements could not be reproduced with isometrics or pocket manipulation. Both the device and lead were explanted. Blood was found inside the lead and device header upon explant.